Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, after clip deployment, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.